Manufacturer narrative:
(B)(6). Approximate age of device - 1 year, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the percutaneous lead (driveline) exit site was present with (B)(6). The lvad parameters were stable. IV antibiotics, wound washout/debridement with wound vac applied for several weeks after discharge to home. The site has currently improved with negative blood cultures. The patient will be undergoing transplant evaluation. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.